Manufacturer narrative:
(B)(6) (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05922. It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A 27mm watchman laa closure device was deployed, but had to be partially recaptured because it was too distal. It was deployed again, but again had to be partially recaptured. After the second recapture, a pericardial effusion was noticed which was around 7mm. A pericardial drainage kit was used. They drained 7 x 60cc syringes of blood from the patient. After 30 minutes, the pericardial space was smaller and dry. The patient was stable and the device was implanted.